Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket stimulation from unipolar pacing at 5v from their pacemaker. The patient presented in clinic on (B)(6) 2021, and upon interrogation of the device, it was found that the pacemaker was in backup vvi operation. It was suggested that the backup operation was caused by error in communication with the merlin remote monitoring transmitter. The device was then restored to normal function successfully. The patient's condition was stable.